Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all iv3000 products, there have been further complaints reported with this failure mode in the past three years. The devices were intended for use in treatment. As no samples were returned a product evaluation could not be carried out. Dressings should be periodically monitored to ensure proper catheter placement. If the dressing becomes wet or the integrity is compromised, catheter placement may be impacted. A clinical evaluation was carried out. It was concluded; ¿the data presented in the aged article does not provide insight or relevance to current clinical outcomes for the product/ device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/ or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time.¿ we have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was documented on the paper "clinical observation of the effect of internal jugular vein catheter "n" fixation method in postoperative patients with colorectal cancer", that the IV 3000 (smith and nephew) was applied to 300 patients and a patient suffered a catheter displacement. It is unknown if a treatment was performed or if the event was resolved.